Manufacturer narrative:
The insulin pump was received with no button error alarm. The insulin pump had intermittent button response due to moisture damage on keypad traces. The pump was received with severely scratched display window, cracked reservoir tube lip and scratched case.

Event description:
The customer reported via phone call indicating a button error from the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.